Event description:
A malfunction alarm was reported, identified by a displayed malfunction code of "malf 0." There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, which provided pump reset information and guided the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump. Additionally, the customer was instructed to contact support again if the issue reappears, which the caller understood and acknowledged.